Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. During the explant procedure the device exhibited loss of output and the patient was asystolic. The device was explanted and replaced.